Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the 16-5301-0-micropore-surgical tape 1x10yds. The patient called and stated that when she uses the paper tape it causes her to itch. The patient stated its has been on and off and it doesn't itch every day. The patient spoke with her doctor and registered nurse about this issue, and the registered nurse told her not to scratch on it because they do not want it to get infected. The patient doesn't have lot # for the tape. There is patient itching reported. This report reflects information received by FDA of a form of a notification per 803.22 (b)(2).